Manufacturer narrative:
Kinks were evident along the hypotube. The balloon returned deflated with residue present. Negative prep did not detect the presence of a leak. Upon pressurization of the device, a leak was visible on the balloon working length. Upon visual inspection of the balloon working length a short longitudinal tear was observed. The balloon material was uneven at the tear site. A lead in scratch was evident proximal to the leak site. The (B)(4) device is considered to be the same as the (B)(4) device with the exception of a different brand name and minor differences in the labelling. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a solarice rx balloon catheter to treat a lesion that was moderately tortuous, 90% stenosis and severely calcified . No damage was noted to packaging and no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The balloon was intended for pre-dilation purposes. It is reported that the balloon burst at 10 atms during the first inflation. The balloon was not moved or repositioned prior to the burst. The investigator assessed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.